Event description:
The complaint is reported as: catheter's plastic around the valve were molded together, and doctor felt an air leak when the device was inserted into the patient. A new device was used and inserted in a different insertion site. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, thoracentesis device for analysis. Signs-of-use in the form of biological material was observed inside the extrusion. Visual analysis revealed that the stopcock assembled to the thoracentesis device was damaged. Microscopic examination revealed a hole on the stopcock. The appearance of the hole seems consistent with damage due to contact with extreme temperatures. A lab inventory syringe was attached to the stopcock of the returned device. The syringe was compressed and water was observed leaking out of the hole. Performed per IFU statement, "attach male luer end of syringe tubing to stopcock side port. Remove fluid by gently moving syringe plunger in and out". Manufacturing was contacted as part of this complaint investigation. They indicated that neither the stockcock nor the thoracentesis device are exposed to any heat or extreme temperatures during manufacturing. For the entire thoracentesis assembly, the stopcock and catheter are 100% inspected for cracks and other visual defects. Also, the 3-way valves are 100% inspected for internal particles. Based on the manufacturing process and the inspection procedure, manufacturing could not have caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged." The report of a defective thoracentesis valve was confirmed through complaint investigation. Visual analysis revealed that the valve contained damage that is consistent with exposure to adverse temperatures; however, confirmation from manufacturing revealed that the device is not exposed to any adverse temperatures throughout the manufacturing process. Additionally, they 100% inspect the device for damage. Based on the comments from manufacturing, the customer report, and the sample received, the root cause cannot be determined as it is unknown if the valve was exposed to high temperatures before or after the customer used on the patient. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter's plastic around the valve were molded together, and doctor felt an air leak when the device was inserted into the patient. A new device was used and inserted in a different insertion site. The patient's condition is reported as fine.